Event description:
It was observed that during the device evaluation, the subject device exhibited a burned plastic distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: we confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Gif-h290t IFU: operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.